Manufacturer narrative:
H10: the lot number was provided for one out of two malfunctions; therefore, a lot history review is currently being performed. The devices were not returned for either malfunction however medical records were received. The investigations are confirmed for tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced tilt. This information was received from various sources. Of the two tilt two involved patients with no consequences. The two patients ranged from 61-62 years of age and weight was not provided. Of the reported patients, both were females.

Manufacturer narrative:
The lot number was provided for one out of two malfunctions; therefore, a lot history review is currently being performed. The devices were not returned for either malfunction however medical records were received. The investigations are confirmed for tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced tilt. This information was received from various sources. Of the two tilt two involved patients with no consequences. The two patients ranged from 61-62 years of age and weight was not provided. Of the reported patients, both were females.